Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported pus coming out from the insertion site with no pain. The user's hcp and inserting nurse practitioner were made aware of the event, and at the time no medical intervention was provided as they considered it to be a process of healing which was thought to be taking longer than usual. Later when the user had a regular appointment with his hcp on (B)(6) 2024, the hcp decided to remove the sensor prescribed antibiotics to treat the infection. User has been doing fine after the incident.

Event description:
On august 28, 2024, senseonics was made aware of an event where the user reported pus coming out from the insertion site, which later resulted in sensor removal and was treated as infection with antibiotics by the hcp.